Event description:
It was reported that an alarm 2 occurred with the device, and there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to disconnect the tubing, tighten the lock, and attempt a bolus, but they declined to continue troubleshooting. Therefore, the cause of the issue was not determined. The customer agreed to change supplies as necessary and resume insulin therapy.